Event description:
It was reported that the epg (external pulse generator) was dropped and both front and back case halves are broken. It was returned for repair and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis confirmed that the upper/lower case halves were broken. It was also found that the battery release was contaminated. Bail covers were missing and broken. The ring cover, one case screw, one bail, battery drawer o-ring and ring were missing. The lead flex cover was corroded and the battery contacts were compressed. The keyboard window was scratched.